Event description:
It was reported that post successful stent placement in the occluded left middle cerebral artery, angiography revealed a large frontoparietal parenchymal defect suggestive of a large area of infarction. The patient was transferred to the neurointensive care unit for close monitoring and kept on aspirin and plavix (dose unknown). The patient's condition improved, but the patient had right side paresis and complete global aphasia. The patient was discharged to a rehabilitation facility 12 days post procedure. The physician stated that the adverse event was not due to the procedure or the device.

Manufacturer narrative:
Additional information received from the user facility indicated that at discharge, the patient had a modified rankin scale (mrs) of 4, a gastrostomy tube, severe aphasia and needed assistance with daily activities. Addt'l MFR. Narrative: conclusion codes: other for anticipated procedural complication. The subject device remained implanted; therefore, physical analysis cannot be performed. A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. There is no indication from the information provided that the event is related to product specification nonconformance. There is also no indication that the wingspan malfunctioned. The reported patient complications are known and anticipated risks associated to these types of procedures and are listed as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complication was assigned to this event.

Manufacturer narrative:
Additional information was received from the physician stating that he did not attribute the patient's adverse event to the procedure or the device. The adverse event was as a result of the presenting stroke. The manufacturer has reviewed all information and determined this event no longer meets the requirements of a reportable event for the device in question.

Event description:
It was reported that post successful stent placement in the occluded left middle cerebral artery (mca), angiography revealed a large frontoparietal parenchymal defect suggestive of a large area of infarction. The patient was transferred to the neurointensive care unit for close monitoring and kept on aspirin and plavix (dose unknown). The patient's condition improved, and the patient had right side paresis and complete global aphasia. The patient was discharged to a rehabilitation facility 12 days post procedure.

Event description:
It was reported that post successful stent placement in the occluded left middle cerebral artery (mca), angiography revealed a large frontoparietal parenchymal defect suggestive of a large area of infarction. The patient was transferred to the neurointensive care unit for close monitoring and kept on aspirin and plavix (dose unknown). The patient's condition improved, and the patient had right side paresis and complete global aphasia. The patient was discharged to a rehabilitation facility 12 days post procedure.